Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (270- 400's mg/dl). Customer suspected the cause may have been antibiotics and blood pressure medication from health care provider. Customer delivered a correction bolus to address the issue. Customer called on-line nurse to address chest pain from elevated blood glucose. There was no reported treatment. System check was performed with tandem technical support and no issues were identified. Recommendation was made for customer to consult with health care provider regarding diabetes management.